Manufacturer narrative:
The technician found that the left head brake caster had a damaged stem. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011. It is unknown if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The left head brake caster was replaced by the technician to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left head caster is not holding. The bed is located in maintenance at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).